Event description:
It was reported that when the line had been primed, the pump had started "screaming" higher pressure. When the pump had been turned off, the beeping had ceased but had resumed upon turning the pump back on. The new pump had not experienced any issues. The event occurred during set up at the clinic, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned and therefore analysis was unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The event history log was not provided. The service history review had no indication that the complaint was related to a service of the device within the review period.